Event description:
The customer contact reported a disconnection. It was reported that the female luer of the extension set was connected to the male adapter of a 60ml syringe, to deliver 50ml of dextrose 10% in water via a syringe pump, at an unspecified rate. It was reported that approximately 5-10 minutes after the delivery was started, the nurse noted that the female luer of the extension set was disconnected from the male adapter of the syringe. The nurse stopped the delivery and reconnected the extension set to the syringe. It was reported that after delivery was restarted, the nurse reported the female luer started to "back off" from the male adapter of the syringe. The delivery was stopped and the extension set was replaced. The nurse taped the connection of the extension set and the syringe and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).